Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. X-ray analysis revealed that channel 8 wire was broken 3.4cm distal to the terminal end.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01152. It was reported that the patient's ipg became inoperable due to not recharging as recommended. It was also noted that the patient's lead had high impedance. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced.